Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller and blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the system powered on with a non-recoverable error during boot up. Before contacting technical support, the operating room staff restarted the system and it then powered on normally. Technical support reviewed the system logs and found error 31089, which indicated an issue related to console 2¿s blue fiber port 1 communication. The caller stated that the blue fiber cables were properly secured. There was no report of patient involvement or reported injury.

Manufacturer narrative:
This common compute controller (ccc) unit was returned for failure analysis. The reported issue was confirmed in the field but could not be replicated in-house. System logs were reviewed. 06 april 2026: error 307 was recorded in lighthouse, indicating a confirmed field fault. 14 april 2026: the field service engineer (fse) replaced the ccc (surgeon side console (ssc) board) in an attempt to resolve the issue. 20 april 2026 and 27 april 2026: despite the component replacement, the system reported error 31089 again, indicating the issue persisted. A visual inspection found no issues related to the event. The ccc ssc was installed onto a known-good ssc system and successfully programmed. The unit powered up without any issues. After performing 10 power cycles and leaving the device idle for 4 days, the system error logs were inspected, but no errors were identified. Fiber cable light levels were checked on all channels and were within the normal operating range. The ergo test passed. Based on these findings, failure analysis concluded that no root cause could be determined for this issue.

Event description:
Refer to h11 for follow-up information.